Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation concluded that the reported patient effects were related to procedural conditions due to the potential leaflet perforation and increased mr. The reported patient effects of hypotension and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The lot history record review did not identify a potential device issue related to the reported patient effects. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is conservatively filed for leaflet perforation possibly caused by mitraclip repositioning and requiring mitral valve replacement surgery. It was reported that on (B)(6) 2015, the patient underwent a procedure to treat mixed etiology mitral regurgitation with a pre-procedure grade of 4. One mitraclip (50516u114) was implanted in the center of the anterior 2/posterior 2 (a2/p2) segment of the mitral valve and a moderate jet remained medially to the clip. A second mitraclip (50516u110) was positioned to implant on the medial part of the a2/p2, and no residual jet remained. As clip deployment began, the mitral regurgitation increased from 1 back up to 4. No single leaflet device attachment was noted. The clip was repositioned lateral of the first implanted clip, where the jet was significant. After several grasping attempts, the clip was deployed and the mitral regurgitation reduced from 4 to 3. An attempt was made to implant a third clip (50516u113) medial to the first, but the mitral regurgitation increased to severe. Several attempts were made to grasp the leaflet; however, the patient's blood pressure began to decrease and the clip was quickly implanted. The mr remained severe. An intra-aortic balloon pump was inserted and the patient's condition stabilized. A leaflet perforation was suspected, possibly caused by the second mitraclip (50516u110) during repositioning. One day post mitraclip procedure, the patient underwent a mitral valve replacement due to recurrent severe mitral regurgitation and an anterior leaflet perforation was observed. No additional information was provided.